Event description:
Same case as MDR ID# 2134265-2012-06139. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. In (B)(6) 2009, a 8.0x30x75cm express vascular ld stent was implanted in the common iliac artery (cia). In (B)(6) 2012 the patient presented with a 90% instent restenosed target lesion that was located in the moderately tortuous common iliac artery (cia). Vascular access was obtained via the femoral artery. A 6.0 x 30/135 (4f) sterling balloon catheter was advanced to the target lesion and during the first inflation at 8 atms, a balloon rupture occurred. The sterling balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).